Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: plx161407/10266754.

Event description:
On (B)(6) 2012, the patient underwent treatment with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the patient¿s iliac arteries were both extremely tortuous and aneurismal with a large amount of thrombus. However, final angiography (non-contrast only) reportedly showed good seal bilaterally with no evidence of endoleak. On (B)(6) 2014, the patient presented emergently to the hospital, and imaging identified a contained rupture of the abdominal aneurysm. It was reported that due to the extreme tortuosity and thrombus in the iliac arteries, the rmt281416 (left side) and pxl161407 (right side) had retracted, causing bilateral distal type I endoleaks and aneurysm sac enlargement (amount unknown). There was reportedly no evidence of migration. The same day, an additional procedure was performed whereby one of the internal iliac arteries was coil embolized, and three contralateral leg components were implanted for distal extension. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure.